Event description:
It was reported that an unknown cassette leaked when the connection became loose from the heater bag. This occurred during the initial drain while the patient was connected during use of peritoneal dialysis therapy. The cg would start over with new supplies. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.